Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that a break existed in the hypotube at approximately 48.3cm distal to the strain relief. An examination of the break site found that both sections of the hypotube break were held together by the outer sheath covering the hypotube. The hypotube was severely kinked at various locations along its length. No issues existed with the profile of the balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. Access was obtained via the radial artery. The 90% stenosed, 2.5x30mm concentric target lesion was located in the moderately tortuous and non-calcified distal left circumflex (lcx). A 2.0x20mm apex balloon catheter was advanced to the lesion for predilation; however, the device was unable to cross the lesion. The physician removed the device from the patient and noticed that the shaft of the device was broken. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. Access was obtained via the radial artery. The 90% stenosed, 2.5x30mm concentric target lesion was located in the moderately tortuous and non-calcified distal left circumflex (lcx). A 2.0x20mm apex balloon catheter was advanced to the lesion for predilation; however, the device was unable to cross the lesion. The physician removed the device from the patient and noticed that the shaft of the device was broken. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as stable.